Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and visual analysis noted the lead was stretched. The proximal and distal conductors were distorted due to pulling/stretching/overstress. Visual analysis also noted that the lead was damaged at implant.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead was deformed and tested parameters were not stable. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.